Manufacturer narrative:
An event of heart block was reported intra-procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported blurred vision appears to be cascading effect of heart block but cannot be conclusively determined. The reported unexpected medical intervention was result of case specific circumstances as medication was provide to the patient. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed 1 time due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 3.9mm and left coronary cusp (lcc) was 6.8mm. The patient developed a left bundle branch block (lbbb) after the deployment. By the end of the procedure, lbbb was not noted on the post-procedure EKG. A first-degree heart block was noted on the post-procedure and at discharge. No treatment was required. Subsequent information received: it was reported that on (B)(6) 2026, the patient was experiencing auras without migraines since the procedure. The patient had a history of auras and migraines, but not since a teen and never as frequent. For treatment, the patient was administered imitrex, excedrin migraine, and rimegepant.